Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and performed a complete checkout of the unit and found no issues. The fse then ran the iabp unit on a trainer and the iabp auto-filled with no problems. The iabp unit passed all testing and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while providing patient therapy with a cardiosave intra-aortic balloon pump (iabp) the patient began to cough and move around. The iabp then alarmed "fiber optic sensor failure" followed by "auto-fill failure." The catheter was in standby over forty (40) minutes. The cardiologist arrived to pull the catheter, and catheter was saved for evaluation. Both iabps used were sent to biomedical engineer for evaluation. This report is for the first iabp used in this event. No patient harm, serious injury or adverse event was reported.